Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated she had a left tha on (B)(6) 2016. Two hours after her surgery the patient was brought back to the operating room and was told the piece failed and was revised. Patient stated she was experiencing pain and have seen her surgeon but was told that everything was fine. The patient sought a second opinion on (B)(6) 2018 and was revised due to her x-ray findings. Patient continued to experience pain and was revised on (B)(6) 2019. Patient is still experiencing excruciating pain. Patient has been in and out of the hospital for the past 5 years and is seeking compensation for all her suffering. This pi is for revision2.

Manufacturer narrative:
Reported event an event regarding loosening involving an unknown stem was reported. The event was confirmed via clinician review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant. Indicated: this inquiry reports a revision of a primary hip replacement immediately after surgery when penetration of the lateral cortex by the femoral stem was noted on the immediate post-operative xray. It also reports another surgery due to persistent pain following the first revision where a loose cable was removed. It also reports a second revision due to loosening of the femoral stem. I can confirm that each of these events took place since I was able to review operation notes and xrays. I was not provided with the xray that showed the penetration of the lateral femur but it was documented by the operating surgeon in his operation report. As for the possible root causes of this events, regarding the issue of penetration of the lateral cortex, this is a technical surgical issue that was recognized in a timely fashion and dealt with appropriately. Regarding the operation to remove a loose cable, this can often occur despite the cable being tight and secure after insertion. Causes are multifactorial and can be due to local changes about the bone, inflammation or infection and surgical technique. Regarding the revision for loosening of the femoral stem, causes are multifactorial, including surgical technique, inflammation or infection, and patient factors. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to loose femoral stem with no bone ingrowth on it. Clinician review indicated that regarding the revision for loosening of the femoral stem, causes are multifactorial, including surgical technique, inflammation or infection, and patient factors. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient stated she had a left tha on (B)(6) 2016. Two hours after her surgery the patient was brought back to the operating room and was told the piece failed and was revised. Patient stated she was experiencing pain and have seen her surgeon but was told that everything was fine. The patient sought a second opinion on (B)(6) 2018 and was revised due to her x-ray findings. Patient continued to experience pain and was revised on (B)(6) 2019. Patient is still experiencing excruciating pain. Patient has been in and out of the hospital for the past 5 years and is seeking compensation for all her suffering. This pi is for revision2. *update on 21-jan-2022 based on medical review: [...] Patient returned on (B)(6) 2019 complaining of severe persistent and constant left hip pain. X-rays taken on that visit reportedly showed thickening of the cortex around the non-ingrowth portion of the stem and he felt it suggested that there is failure to ingrow and there is loosening of the stem. [...] An operation report dated (B)(6) 2019. [...] The postoperative diagnosis was ¿loose femoral stem". [...]